Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had poor communication with their implantable neurostimulator (ins) and they could not get their recharger or programmer to communicate with the ins. They tried to charge their ins on the morning of the day of report and saw a reposition antenna screen. The patient was unable to charge their ins. There were no patient symptoms reported. The patient was implanted for spinal pain and failed back surgery syndrome. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.